Event description:
An alarm was reported to have occurred while the pump was in use, causing a malfunction. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support but was unsuccessful, leading to the recurrence of the alarm. Consequently, technical support arranged to replace the pump, which was still under warranty. The customer was able to follow instructions on putting the pump into storage mode for return and planned to continue using the current pump until the replacement was received.